Event description:
It was reported that the device vibratory alert could not be felt by the patient. Recommendation to enroll the patient in merlin.net was given.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.